Event description:
It was reported the er420 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clip jammed and dropped. It did not fall into the pt. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. H6; jaw tip misaligned. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, no; jaws: hold clip, yes; lockout functional, yes and number of clips fed and formed, 12. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that instrument was returned with misaligned jaw tips. Instrument was fired and scissored clips due to misaligned jaw tips. No conclusion could be reached as to how this damaged occurred. Each instrument is evaluated during the assembly process to ensure jaws hold clips properly.